Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal surgery, after clamping the tissue, surgeon was able to press the green button but surgeon was not able to squeeze the handle so, the device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.